Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.

Event description:
Customer reported an under infusion. Unable to provide date of event, drug name, rate or volume to be infused. Customer reported a residual of 50ml. No patient harm; no medical intervention. No other clinical or patient information provided. Requested return of device. If device received, a follow up report will be submitted.